Event description:
Patient reported their lap-band system "is cracked or leaking" and elaborated there's "a crack in my port." The problem was first observed when the patient "had no restriction" and they "started to gain weight." The patient explained they have had four fills, and the "lap-band is supposed to hold 10 cc, but it only has about 2 cc so something is going on." The lap-band system remains implanted at this time.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the serial number.